Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that therapy had just started when the alarm occurred. During troubleshooting, nothing was identified that could have caused or contributed to the alarm, and nothing unusual was noticed with the supplies. The technical service representative (tsr) assisted the hp in closing all the clamps and cycling the power on the hc device to clear the alarm. The tsr explained the alarm and advised the hp to restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.